Event description:
A device was returned to the third-party service center as part of the recall process with no initial complaint. During servicing of the device, it was found that the pcba had electrical damage. There was no patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. There were secondary findings that the unit's circuit board electrical and upper enclosure buttons were damaged. The device was scrapped. This report is being submitted for the pcba electrical damage found during service. The unit was scrapped.

Manufacturer narrative:
H3 other text : device serviced by third party service center.